Event description:
During follow up, noise resulting in oversensing and inappropriate automatic mode switch was observed and was able to be reproduced with provocative testing of the atrial lead. Diagnostic imaging was performed and lead insulation damage was observed. The device was reprogrammed to resolve the event and the patient was stable.

Manufacturer narrative:
Further information was requested but not received.